Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the power module was confirmed. Power module, serial (B)(6), was evaluated by the service depot. The unit came in with a damaged streamline battery cable assembly, tear in the overlay silent button, a missing battery door, and an expired sealed lead acid (sla) battery. The battery door, assembly handle, streamline cable, transducer, vent bands, and sla battery were replaced. A full functional checkout was performed and the unit passed all tests. The unit was returned to the customer site and is ready for use. Visual inspection of the returned streamline battery cable showed a chipped small plastic piece. The transducer had no physical anomalies. The transducer was plugged into a test unit, and no sound was produced. The speaker was electrically compromised. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 4- ¿system monitor¿ and heartmate 3 patient handbook section 6- ¿caring for the equipment¿ explain how to properly handle the power module and cables to prevent damage. Heartmate 3 instructions for use section 3-¿powering the system¿ stated that the power module requires preventive maintenance at least once every 12 months. Preventive maintenance includes (but is not limited to): a functional test, replacing the power module backup battery (the backup battery is rechargeable but has a limited life), and replacing the power module patient cable. The battery expires 3 years from its manufacturing date. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number: corrected. Section d4, lot number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the power module was confirmed. Power module, serial (B)(6), was evaluated by the service depot. The unit came in with a damaged streamline battery clip, tear in the overlay silent button, and a missing battery door. There were three purchase order attempts made but it was not provided. No further testing was performed. The unit returned to the customer in an unrepaired condition and labeled ¿not for human use¿. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 4- ¿system monitor¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the power module and cables to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the heartmate power modules were physically damaged. Related manufacturer report numbers: 2916596-2023-08112 and 2916596-2023-08113

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted to report the investigation findings.